Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. Both of the reported lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices were not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged inability to aspirate as no objective evidence has been provided to confirm any alleged deficiency with the ports/catheters.the root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1608062 implantable port experienced a suction issue. These reports were received from various sources. Both events involved a patient with no patient consequences. One patient is (B)(6) years of age and weighs (B)(6) lbs. The other patient¿s age and weight were not provided. Both patients were male.